Event description:
The crna reported that a device check was performed prior to the case. The crna performed rapid sequence induction and when the user attempted to manually ventilate the pt, the bag would not hold pressure. The user had flow delivery set for 12 l/min with the apl valve set for 70cmh20. The user changed breathing circuits and the reported symptom remained present. The user switched from manual to pressure mode and noted volume delivery was one third what was expected and that the pressure would not exceed 10 cmh20. The user switched between manual to volume mode, and then to pressure mode and then back to volume mode and the device began to function normally. The case was completed using the device. No pt injury.